Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the programmer would not power up and therefore the power supply was replaced. It was also noted that the printer clicked when it printed, that the display had abnormalities along the edge of the screen, that there were broken tabs on the power cord bay door, that the lower case feet were worn off, that the display drops, that there was corrosion on the upper case and that the system fan was noisy. All were replaced. Product ID: 229047 software analyzer; (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.